Manufacturer narrative:
Concomitant medical product: 407652 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for high impedance. Several months later, the impedance was within expected range and stable per trends. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for out of range impedance. Several months later, the impedance was within expected range and stable per trends. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.